Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the a type 1a endoleak and a type 2 endoleak. There were no patient medical records and limited patient images available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown. Devices were not returned for further evaluation. Limited patient images and no medical records were provided. Relevant patient history and on label usage are not able to be determined based on the information provided. Potential contributing factors to the reported event include significant angulation of the aortic neck and two pairs of patent lumbar arteries.

Event description:
Patient has not had a subsequent endovascular procedure to date due to other health issues.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2010 with a bifurcated and infrarenal aortic extension. Upon follow-up, computed tomography revealed a possible 1a and 3b endoleaks. Patient is stable. Secondary has not been scheduled.